Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) has reached its end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the implantable pulse generator (ipg) has reached its end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively.